Event description:
The patient reported exposed and frayed wires of the power supply cable. The patient electronic unit power accessories were replaced and there were no adverse consequences reported by the patient.

Manufacturer narrative:
The results of the investigation are inconclusive since the device accessory was not returned for analysis. Based on the information received, the cause of the reported incident could not be determined.